Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the smallest jaw of the harmonic ace instrument broke during use and fell into the patient. The piece was retrieved instantly. The procedure was completed.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the harmonic ace instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed. The instrument was found to have a blade broken at the midpoint. A piece approximately 2.1 mm x 11 mm was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do no show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 12/19/2023, additional information was obtained from the distributor. The instrument was inspected prior to use and there was no damage or anything out of the ordinary identified. When the device fragment fell inside the patient the surgeon was grasping the fatty tissue of colon. It was unknown what the surgeon believes caused the instrument to break or caused the fragment falling issue. Prior to the issue, the instrument was in use for approximately 30 minutes. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure and the instrument did not collide with any other instruments or other hard material during the surgical procedure. In addition, the fragment(s) did not fall inside the patient during an instrument tip / accessory collision. The instrument was removed during the procedure (prior to the breakage) and as the harmonic ace instrument has no wrist, the jaws were slightly opened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula and did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred and did not notice any other damage to the instrument after the event occurred. The fragment was retrieved manually with a laparoscopic grasper. All fragments were retrieved. It was only one piece missing, it was easily recognized. There was no additional surgical procedure required to remove the fragment. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.